Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during implant the device would not connect the atrial lead into header/connector.

Manufacturer narrative:
The reported field event of being unable to connect the atrial lead into the header was confirmed. The device was analyzed and epoxy was found on the atrial ring spring which glued the spring in place. This caused the reported field event of being unable to connect the atrial lead into the header.